Event description:
Pt hospitalized for high and erratic blood glucose values. Pt was having high and low blood glucose for several days prior to hospitalization. Taken off pump at hosp, but blood glucose values still fluctuating. Put on IV fluids with insulin. Pt felt time display was incorrect on pump. She corrected time display when she was put back on pump at hosp, but noticed time shown was incorrect when returning home. Will send in pump for technical eval.